Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Moreover, a chest x-ray was performed and result showed that slack was pulled out of the lead. Hence, the lead was repositioned and remains in service. No additional adverse patient effects were reported.